Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The irritation was under her breast. The patient's physician prescribed a cream for the irritation. Follow-up attempts to the patient were unsuccessful. The medical outcome of the irritation is unknown.